Manufacturer narrative:
Physio-control has been advised that the customer's device will not be returned for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons, the device would likely not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated.